Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j11149r34, implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient reported that "as of last (B)(6), the battery died" and said it was due to normal battery depletion. However, the patient reported that the healthcare professional (hcp) did not want to replace "it" because there was a problem with it and they would have to replace the whole thing. The hcp did not tell the patient why they were at such a risk for another surgery. The patient further elaborated that "it was leaking and crystallizing and I was too much of a risk to do surgery to remove the whole thing". The patient did not know the location of the leakage/crystallization and said that she "doesn't know if it was the end of the catheter, I think it was someplace between the pump and what goes into the catheter". The patient indicated the issue was discovered "somewhere between (B)(6) 2017". The patient reported they performed three magnetic resonance imaging (mris) to check things and a "nuclear test" and "that's how they found this". The patient was transferred to another hcp and they were the one that "discovered the leakage and crystallization". The patient was prompted with the term "granuloma" and after it was suggested, the patient "realized this is what the issue was". The patient reported that both medications still remained in the pump, but it was turned off and not functioning.